Event description:
It was reported that the system was explanted due to infection. Patients condition was stable at time of procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.